Event description:
The patient was hospitalized from (B)(6) 2015 due to hyperglycemia with elevated blood glucose results. The doctor alleged "the problem could be in the place where the cannula was inserted". On (B)(6) 2015, the patient was disconnected from the infusion device and was given insulin via venous perfusion. The infusion set was replaced and everything worked as normal. The alleged product is not expected to be returned for product evaluation.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. Product is not expected for return.